Manufacturer narrative:
Additional information: d9, h3, h6, and h10. H10: the device was received for evaluation. A leak test of the dialysate side was performed and for one product a leak was observed due to a crack in the housing near the welding zone. The reported condition was verified. This cause is most likely due to contact of the housing material with the disinfection medium. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a u9000 ultrafilter, there was a leakage 2 days before standard replacement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.